Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
To date, information suggests that beyond electrical re-programming to least, both medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated. The investigation is considered closed at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead did exhibit myopotential oversensing with subsequent pacemaker inhibition of greater than 2 seconds at one time. The noise oversensing issue could not be reproduced with isometrics. However, the medical care personnel did re-program the device to least setting in order to mitigate since the patient is pacemaker dependant. It was noted by the local area sales representative that the myopotential oversensing did occur at an airport and than electromagnetic interference (emi) may have been a cause.